Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device was attached to the pilot balloon but after connecting for several days, it became disconnected. It was reported that even it was attached, it felt like being bounce back due to a pressure and came off immediately. They gave up the management with the automatic cuff pressure controller and switched to manual but the controller still came off. Although it was replaced with the cuff pressure gauge, the controller still came off the pilot balloon of the tube. Recannulation of a replacement tube was required.